Event description:
It was reported that during a da vinci-assisted surgical procedure that the vessel sealer extend instrument was not recognized, and did not work at all when plugged into the vision side cart. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis revealed that the instrument was found to have homing failures during initialization, based on in-house testing. The instrument was placed on the in-house system and the blade failed to fully retract during initialization, causing the instrument to fail the self-test. After manually retracting the blade, the instrument was retested and continued to fail homing during multiple attempts. A review of logs showed no homing failures. The root cause was not determinable/applicable. Upon visual inspection, the jaw ceramic dots were present and the instrument was returned with a cut energy cord. Additionally, the instrument was found to have low grip torque failures based on log review, which was not replicated during in-house testing. The logs showed two 220 error codes, indicating the grip torque was outside the expected range on universal surgical manipulator (usm3) (instrument installed: vessel sealer extend). The instrument was placed on the in-house system and failed homing on multiple attempts. As a result, the grip force test could not be performed. The root cause was not determinable/applicable. The instrument was transferred to engineering for further investigation. The housing was removed for inspection and the grip ring was found dislodged from the proximal grip drive adapter. The grip open lever was actuated and failed to open the jaws. There was no damage observed on the grip ring screw. The root cause of this failure is attributed to manufacturing. A review of the instrument logs for vessel sealer extend (part #: 480422-01 batch/lot # m90210719-0328) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) with no lives remaining. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the grip ring was found to be dislodged from the proximal grip drive adapter during failure analysis. Although there was no patient injury resulting from this failure, the failure could cause or contribute to an adverse event if it were to recur as it could result in an unclamping failure.